Event description:
The patient stated that she has had 4 infusion set tubings partially separated at the luer lock. She stated she had 3 instances of diabetic ketoacidosis due to this. She stated she did not go to the hospital on any of the 3 instances, she just assumed she had dka because her blood glucose was over 500 mg/dl. She stated her normal blood glucose range is 120-130 mg/dl. She stated she had symptoms of sleepiness, excessive thirst, excessive urination, and not being able to sleep. The patient stated she changed her infusion tubing and site and bolused through her infusion device to lower her blood glucose. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.